Event description:
It was reported that when using the bd pyxis¿ es server, the vulnerability remediation was performed on the pyxis es medstation prod and non-prod servers. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the vulnerability remediation on station production and non-production server. A technical support specialist (tss) identified it as an outdated patch that had been superseded by newer cumulative updates. It was recommended to exclude superseded updates from scans and to test any installation in a non-production environment since the server was customer-managed, noting that the update was most likely unnecessary. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the vulnerability remediation was performed on the pyxis es medstation prod and non-prod servers. However, there were no delays or adverse events or injuries reported based on this event.